Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging an unknown issue with his one touch meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that his meter was ¿not working¿ but was unable to clarify what was wrong with the meter. He was also not able to confirm what type of one touch device he had been using. The patient explained that the issue with his meter began on (B)(6) 2019 and he has not performed a blood glucose test since then as he disposed of the meter. The patient stated that he manages his diabetes with oral medication (metformin; 1500mg per day), diet and exercise and explained he did not take any action in response to the alleged product issue. The patient informed the csr that after the product issue began, he felt ¿dizzy, sleeps all the time and goes to the bathroom every minute¿. The patient explained that he increased his usual dose of medication and has been taking an additional 500mg of metformin per day in response to his symptoms. At the time of troubleshooting, the alleged product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the patient was unable to obtain a blood glucose reading on the subject meter because of an unknown issue with the device.